Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported intermittent occurrences, that the customer needed to press the wake button multiple times before the pump screen turned on. The customer's blood glucose level was not impacted. Reportedly, the customer continued using the pump for insulin therapy, and had manual injections available as alternate insulin therapy.